Event description:
The following was reported to kci by the physician: on (B)(6) 2011, the physician reported a foreign material alleged to be granufoam adhered on the pt's bowel. Additional information received on (B)(6) 2011, the physician reported that the bowel had granulated over the granufoam and when the residents tried to remove the granufoam a fistula formed. The physician was then called to assist with the case. According to the nursing staff the foam had been left in for 5 days, but the physician thought it was more like 2 weeks based on what was observed. Irrigation was attempted to remove the foam, but was unsuccessful. The physician was able to remove the exposed granufoam and left the adhered granufoam in place.

Manufacturer narrative:
Based on information provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam dressing was inadvertently left in the wound by the pt's healthcare providers. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. This report is being filed due to potential user misuse. Device labeling, available in print and online, states: do not place v.a.c. Granufoam dressing directly over exposed organs, blood vessels, anastomotic sites and/or nerves. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Always ensure that v.a.c. Foam dressings do not come in contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non-adherent material or bio-engineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Dressing changes: wounds being treated with v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48 to 72 hours, but no less than 3 times per week, with frequency adjusted by the clinician.